Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the upper gastrointestinal (gi) and lower gastrointestinal (gi) tract during a procedure performed in may 2021. The exact date of the procedure was not provided. The procedure performed was either colonoscopy or esophagogastroduodenoscopy (egd). During the procedure, the motility catheter suture was attached to the clip, then anchored it to the mucosa. The clip would close; however, it would not attach, fall off and pull away from the catheter. It was noted that the clip was tried to be deployed and released through wiggling the catheter. The stages of deployment of the device would snap, but no crackle nor pop was felt and there was also abnormally high resistance felt before the handle spool reached the end. The procedure was completed with another resolution clip device. Additionally, it was reported that the sheath was attempted to be completely removed prior to the procedure which is not indicated in the instructions for use. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block b3: date of event was approximated to (B)(6)2021 as the event date is unknown. Block d4, h4: the complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. Block e2: health professional was approximated to yes as the event was reported to have occurred at a health care facility. Block h6: medical device problem code a15 captures the reportable event of clip failed to release from catheter. Conclusion code d17 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. Block h11: correction: d4 (model number, lot number, catalog number, expiration date, unique identifier (UDI) #), h4 (device manufacture date), h10 (additional MFR narrative)

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the upper gastrointestinal (gi) and lower gastrointestinal (gi) tract during a procedure performed in (B)(6) 2021. The exact date of the procedure was not provided. The procedure performed was either colonoscopy or esophagogastroduodenoscopy (egd). During the procedure, the motility catheter suture was attached to the clip, then anchored it to the mucosa. The clip would close; however, it would not attach, fall off and pull away from the catheter. It was noted that the clip was tried to be deployed and released through wiggling the catheter. The stages of deployment of the device would snap, but no crackle nor pop was felt and there was also abnormally high resistance felt before the handle spool reached the end. The procedure was completed with another resolution clip device. Additionally, it was reported that the sheath was attempted to be completely removed prior to the procedure which is not indicated in the instructions for use. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block b3: date of event was approximated to 05/01/2021 as the event date is unknown. Block h6: medical device problem code a15 captures the reportable event of clip failed to release from catheter. Conclusion code d17 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: the complainant indicated that the device has been disposed and is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Additional information: d4 (model number, lot number, catalog number, expiration date, unique identifier (UDI) #), h4 (device manufacture date). Block h11 (correction): section e has been corrected using the manufacturer sales representative's details below as it was him who reported the event. E1 (initial reporter first name, initial reporter last name, initial reporter facility name, initial reporter address 1, initial reporter city, initial reporter state, initial reporter zip/post code, initial reporter phone, initial reporter email), e2 (health professional), e3 (occupation, occupation (other), h10 (additional MFR narrative) block e1: facility name: (B)(6) hospital. (B)(6).

Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as the event date is unknown. Health professional was approximated to yes as the event was reported to have occurred at a health care facility. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the upper gastrointestinal (gi) and lower gastrointestinal (gi) tract during a procedure performed in (B)(6) 2021. The exact date of the procedure was not provided. The procedure performed was either colonoscopy or esophagogastroduodenoscopy (egd). During the procedure, the motility catheter suture was attached to the clip, then anchored it to the mucosa. The clip would close; however, it would not attach, fall off and pull away from the catheter. It was noted that the clip was tried to be deployed and released through wiggling the catheter. The stages of deployment of the device would snap, but no crackle nor pop was felt and there was also abnormally high resistance felt before the handle spool reached the end. The procedure was completed with another resolution clip device. Additionally, it was reported that the sheath was attempted to be completely removed prior to the procedure which is not indicated in the instructions for use. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.